Event description:
It was reported that the patient had experienced four consecutive pod leaks with blood glucose levels reaching over 400 mg/dl. The latest leak occurred while wearing the pod for between 36 and 48 hours on their arm. The patient has manually injected insulin after the pod leaks and has attempted use of the device on various body locations (stomach, arms, shoulders, and back) to rule out site-specific issues. The patient has been diagnosed with diabetic retinopathy and is treated with eye injections. It was alleged the diagnosed condition may be related to the high blood glucose levels caused by malfunctioning pods.

Manufacturer narrative:
The device has been returned but not yet investigated. Upon completion of the investigation, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 4.0.2. Operating system: ap3a.240905.015.a2.g998usqsjhzb1. Hardware: sm-g998u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.